Event description:
It was reported that the clarity ii system will not stop firing lasering pulse even when finger switch is not pressed. The site also reported that this happened twice when they were using the handpiece and the finger switch to discharge the laser. The operator did mention that they do not use the foot switch to discharge laser pulses and that no injuries were reported.

Manufacturer narrative:
Cynosure lutronic clinical determined that no patient or provider injury had occurred. A cynosure lutronic field service engineer (fse) arrived at the provider site and evaluated the device. The fse was unable to duplicate the reported incident of unintended continuous lasing when using the handpiece finger switch, however, the fse did identify multiple contributing factors that may have caused the reported issue. The device handpiece grounding (ferrite coil and internal grounding cable) were not installed and the device gui/system/mfc firmware were outdated. To correct the issue, the fse installed a ferrite coil, updated all firmware to the latest revisions. It was recommended that the customer replace the handpiece. Additionally, the fse observed a loose screw from the finger switch board that was not seated correctly and may have caused an electrical short and impaired switch operation. It is undetermined if this contributed to the reported incident, but as a precaution, the loose screw as secured, and properly reseated to the finger switch board. Post-service testing confirmed normal device operation with no recurrence of continuous firing, and all functional checks passed inspection. Since a device malfunction occurred, we are reporting this event.